Manufacturer narrative:
Eval: results: device history review found the prod met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the prod has just recently been rec'd by mfg for eval. Device eval anticipated, but not yet begun. A supplemental f/u report will be sent to FDA with results of prod analysis. Review of the device history record shows the device met all mfg specs for prod released to distribution. Conclusion: no pt event, the valve was abandoned during implant. The device has recently been returned to mfg for analysis; an exact cause is unk for the reported prod problem.

Event description:
Info rec'd indicates that during intra-operative tee echo, a valve incompetence and regurgitation was noted; the valve tissue had detached from the stent. The prod was abandoned at implant and was replaced during the case, with no consequence reported for the pt.